Manufacturer narrative:
Device passed the sleep current test, active current test and self test. Blank display not confirmed. Critical pump error (open book image) not confirmed. Device received with pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Moisture damage was found on the electronic assembly and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blank completely and open book image on screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged, the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. Customer reported that they received the open book image on the pump screen. Insulin pump had critical error. Insulin pump was dropped or bumped sometimes. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.